Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to motor error alarm during rewind. The insulin pump alarmed motor error due to cracked motor flex cable. The insulin pump received with broken reservoir tube lip, cracked case near display window corners, cracked battery tube thread, and stained end cap sticker noted.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. He was unable to rewind his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.